Manufacturer narrative:
Block h6: problem code 2907 captures the reportable event of inner sheath detached. Problem code 1528 captures the reportable event of delivery system difficult to remove. Block h10: a wallflex biliary rx partially covered stent and delivery system were received for analysis. The stent was received completely deployed. Visual examination of the returned device found the delivery system detached. The outer clear sheath was found accordioned in several sections and the inner sheath was kinked. The yellow jacket and the stent cover were found damaged. The stent was measured to be within specification. No other issues with the stent and delivery system were noted. The damages noted on the delivery system may have been a result of excessive force applied during the attempted removal of the delivery system. The stent cover may have been damaged during the removal of the detached section of the device. Taking all available information into consideration, the investigation concluded that the reported event and the observed failures were likely due to factors encountered during the procedure. It may be how the device was handled or manipulated during the procedure, the interaction of the device with the scope, the anatomy of the patient and/or prolonged procedure, limited the performance of the device. Therefore, a review and analysis of all available information indicated the most probable cause is adverse event related to the procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly, and performance specifications at the time of release for distribution. A labeling review was performed, and from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation on (B)(6) 2020 that a wallflex biliary rx partially covered stent was to be implanted to treat a 3 cm stricture due to cholangiocarcinoma in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with metal stenting procedure performed on (B)(6) 2020. Reportedly, the patient's anatomy was not tortuous. According to the complainant, during the procedure, the stent was deployed; however, the inner sheath was detached and a small portion of the detached catheter got caught on the stent. The physician removed the delivery system and attempted to remove the detached portion of the inner sheath using several devices such a biopsy forceps, but was not successful. The physician then removed the stent along with the detached inner sheath using a snare and used another wallflex biliary stent to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. A photo of the device provided by the complainant after the procedure shows the fully deployed stent was caught in the detached inner sheath.

Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2020 that a wallflex biliary rx partially covered stent was to be implanted to treat a 3 cm stricture due to cholangiocarcinoma in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with metal stenting procedure performed on (B)(6) 2020. Reportedly, the patient's anatomy was not tortuous. According to the complainant, during the procedure, the stent was deployed; however, the inner sheath was detached and a small portion of the detached catheter got caught on the stent. The physician removed the delivery system and attempted to remove the detached portion of the inner sheath using several devices such a biopsy forceps, but was not successful. The physician then removed the stent along with the detached inner sheath using a snare and used another wallflex biliary stent to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. A photo of the device provided by the complainant after the procedure shows the fully deployed stent was caught in the detached inner sheath.